Event description:
A everflo device was returned to a service center. During the evaluation of the device at the service center, the device was visually inspected and found thermal damage to the cables and the inside of the case, as well as smoke damage to the unit the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.